Manufacturer narrative:
Follow-up # 1 ¿ (03/31/2015). The patient¿s meter and test strips have been returned on 3/16/2015 and 3/13/2015, respectively, and evaluated by lifescan product analysis on 3/18/2015 and 3/23/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged meter inaccuracy began two and a half months prior to contacting lfs. The patient reported obtaining elevated blood glucose readings of ¿200, 249 and 299 mg/dl¿ with the subject meter. During the initial call, the patient informed the customer service representative (csr) that she manages her diabetes with self-adjusted insulin (lantus once a day; novolog three times a day) and claimed she increased her dose of insulin according to the alleged inaccurate high readings obtained. During the initial call, the patient reported developing ¿sugar lows¿ since the alleged issue began. During the follow-up call, the patient reported administering extra insulin (20-30 units) based on the alleged inaccurate high readings and developing symptoms of ¿sweating, shaking and almost passed out¿ one and a half hours after . The patient informed the mss that she treated herself with orange juice in response to her symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr confirmed the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.